Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image output through the serial digital interface could not be identified. However, it's likely the cause is related to a faulty board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image output through the serial digital interface out 1 and 2 terminals were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the evis exera iii video system center generates noise on the video; however, image is obtained. The event occurred during preparation and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, no image was noted. There was no patient harm or user injury reported due to the event.